Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve (nrv) assembly and main circuit board require replacement to address the issue. The device will be replaced per customer request. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.